Event description:
The decedent experienced a cardiac tamponade mid-embolectomy utilizing a flowtriever retrieval/aspiration system and subsequently died on the operating table. During the course an autopsy, it was found that there had been a perforation of his right ventricle.